Event description:
Information received from the field notes that the patient was av pacing at 115-120 ppm while at rest. The patient's history included a coronary artery bypass graph (CABG) and exposure to electrocautery. The resting minute ventillation information was reprogrammed.